Event description:
It was reported that during a minimally invasive spine surgical procedure, the bur broke in the attachment. It was also reported there were a 10 minute delay. It was further reported that no adverse consequences occurred as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. Device not available for return.

Event description:
It was reported that during a minimally invasive spine surgical procedure, the bur broke in the attachment. It was also reported there were a 10 minute delay. It was further reported that no adverse consequences occurred as a result of this event. It was further reported that the procedure was completed successfully.